Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the pump casing around the display was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: during investigation, a crack was found between the case seal and the display lens corner. Unrelated to the original complaint, the display was dim/fading pink. Additionally, the audio bolus button cover was damaged/punctured but responsive during investigation. The battery compartment was cracked at the threads above the bumper, and a the case seal below the bumper.